Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the severely calcified and severely tortuous vein side of an arteriovenous fistula. Vascular access was gained through the fistula. This 5.0x40/80 (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured on the fifth inflation at 12atms. It is unknown how many atms the balloon was inflated to on the four previous inflations. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the severely calcified and severely tortuous vein side of an arteriovenous fistula. Vascular access was gained through the fistula. This 5.0x40/80 (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured on the fifth inflation at 12atms. It is unknown how many atms the balloon was inflated to on the four previous inflations. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present in the balloon and distal outer. Microscopic inspection identified a longitudinal tear in the balloon located on the distal end of the balloon. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).